Event description:
Reporter indicated a handheld vns dell computer screen was freezing. Reseating the flashcard and "rebooting the computer" did not resolve the screen freezing. The handheld dell computer and flashcard have been requested for return.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.